Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the soft y connector where the two mp4 cardioplegia circuit blood lines converge (specifically the larger of the two lines) leaked. As mitigation, the connector was replaced. The surgical procedure was completed successfully. There was less than a five-minute delay, approximately a 50 milliliter (ml) blood loss, and no adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. After reviewing the provided video, a leak is visible on the y connector bonded to the l4 and l3 tubing segments of line 15. The root cause of the reported issue was determined to be inadequate procedural instructions for the application of solvent to the connection of the y-connector to the tubing. A production alert was placed for awareness, and the work instruction will be updated to provide additional instruction to ensure the proper bonding of the y-connector in production. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.